Event description:
It was reported that when the monitor was plugged into the power supply, it made a "pop" sound and then began to smoke. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis found that capacitor tested out of electrical specification.